Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the washer. The technician inspected the washer and found the unit to be operating properly. No issue with the function or operation of the washer was identified. While onsite, the technician was informed that hot water from a bowl splashed onto an employee's foot while unloading a rack from the washer. The reported event is attributed to user error. The user facility mixed instruments and utensils in the same cycle while operating on the instrument cycle. The instrument cycle uses a higher pressure not suitable for bowls causing them to flip and accumulate water. The reliance 444 washer operator manual (4-24) states, "when loading a basket, bowls must be placed open and facing down in basket. If lightweight plasticware or metalware is being washed, use a cover to prevent items from turning." The account manager conducted in-service training on the proper use and operation of the reliance 444 washer on (B)(6) 2018. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn from hot water while unloading a rack from their reliance 444 washer. The employee sought and received medical treatment.